Manufacturer narrative:
On 4/8/2019, received device lot number identified as 5821657. On 4/8/2019, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary completed on 4/8/2019: upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device and no foreign material was observed on the shell surface. During the initial evaluation a rent within crease were observed on the anterior aspect, measuring approximately 0.2 cm. The crease was extending to the posterior aspect, also some crease were observed on the anterior and posterior aspect. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture within crease was found on the device. The complaint was confirmed since a rent within a crease was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device, such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, additional information received indicated that the patient underwent bilateral removal and replacement with another mentor saline implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/8/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 525cc saline breast implants which the right side deflated after implantation. Spontaneous deflation on the right side. As a result patient had the device explanted on (B)(6) 2019.